Event description:
Customer reporting a false positive on behalf of wife. Individual tested positive for covid-19 on (B)(6) 2022 using cue covid-19 test; symptoms were present and result was not questioned. The individual tested negative twice with cue covid-19 test days prior to (B)(6) 2022; negative results were not questioned. On (B)(6) 2022, the individual received a false positive result using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 21799e, reader sn (B)(4)). Subsequent cue covid-19 test performed on (B)(6) 2022 provided a negative result. No outside confirmatory tests were taken, and customer confirmed cartridges were stored according to instructions for use.

Manufacturer narrative:
Response to device evaluated by MFR device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there were four similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.